Event description:
I had 2 ipl sessions in (B)(6) 2011 and (B)(6) 2012, they caused fat loss and premature aging, everybody asked me if I lost weight, when I actually gained almost 10 pounds, my face has a lot of indentation, fat loss orange peel like texture, dark circles, sagging skin, hollow eyes, huge patches of melasma, even though I have always uses sunblock 40 plus and spent most of my time indoors. All these changes happened in six months, people were actually telling me how tired I looked in (B)(6) 2012 and my whole facial expression changed as well. I look like a different person now.